Event description:
Reportable based on analysis approved 07-may-2007. It was reported that during a four-vessel cerebral angiogram diagnostic procedure, guidewire advancement difficulties were encountered. The physician said he prepared the guidewire according to the dfu (directions for use). He pushed it through the y-connector, but it was impossible to advance. He believed that there was a problem with the hydrophilic coating. He exchanged the guidewire for another manufacturer's guidewire and successfully completed the procedure. It was reported that there were no injuries or complications for the pt. Pt status is reported as "okay."

Manufacturer narrative:
The returned wire presented no obvious indications of a manufacturing defect. The surface finish of the wire appeared worn with scattered minor scrapes, irregular abraded regions, and scattered surface roughness as well as a varying radius bend located from 3.20 to 5.55 cm from the distal tip. The device history records for lot # 02979180 were reviewed relative to manufacture, inspection, and packaging. All records indicate that the product was final inspection tested and determined to meet specification. The cause of the difficulty stated in the complaint could not be determined. The exact cause for this incident could not be definitively determined.